Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Other -at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer alarm. The vyaire field service representative stated that the turbine differential failed. There was no patient associated with the reported issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed pt800 failed.